Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2347019. Medical device expiration date: 2023-09-30. Device manufacture date: 2022-12-13. Medical device lot #: 3016603. Medical device expiration date: 2023-10-31. Device manufacture date: 2023-01-16. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate blood collection tube there was overfill. The following information was provided by the initial reporter. The customer stated: "item 363083, lot# 2347019 & 3016603 is potentially overfilling."

Manufacturer narrative:
H.6 investigation summary: material #: 363083. Lot/batch #: 2347019 and 3016603. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate blood collection tube there was overfill. The following information was provided by the initial reporter. The customer stated: "item 363083, lot# 2347019 & 3016603 is potentially overfilling.".